Event description:
It was reported that: "I just received the previously sent photos from an orthopedic pa. They are complaining of irritation/potential infection using stratafix." (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. PMA 510(k): due to the item and/or lot were not provided we are unable to determine the 510k. Irritation/infection reaction. Method: the actual device will not be returned. No product eval can be performed. Without the finished good item/lot number it is not certain if there were any quality issues against the finished good lot nor the suture component lot. Irritation/infection reaction, are known risks with any suture material. The most probable root cause for post operative irritation/infection reaction can not be determined with certainty without reviewing the actual device involved or reviewing or testing, sterile samples from the same finished goods lot. Reference: complaint #(B)(4) (ethicon complaint #(B)(4). Item number and finished good lot number are unk.